Event description:
The facility's biomedical tech reported an infusion pumpwith failure code 9, found during biomed testing. The hospital rep stated they have no record of any pt incident involving the pump since the last baxter service event. No additional contact info was provided.